Event description:
The neurostimulator (ins) no longer recharged. The ins did not turn around into the pocket, so that communication could be normal. It was tested with different recharger systems to check if the problem came from the external system, but that was not the case. The coupling indicator on the recharge system represented 8 white squares as if no communication could be found. It was later reported that during surgery, it was found that the ins was turned over inside the pocket. The ins was replaced. Additional information has been requested.

Manufacturer narrative:
(B) (4).